Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced residual astigmatism, diplopia. The haptic was detached upon insertion. The patient had to be re-implanted later due to a post-operative implant dislocation. The iol was exchanged for another lens following the initial implant procedure and the patient was hospitalized for the iol exchange. Additional information received and stated that, in total the patient was hospitalized for 2 days.